Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked case at display window corners, display window, reservoir tube, reservoir tube lip, battery tube threads, minor scratched lcd window and with stained end cap sticker.

Event description:
Customer reported the insulin pump alarmed motor error. Customer's blood glucose was 224 mg/dl. The device alarmed after the rewind process. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.